Manufacturer narrative:
Meter was returned to arkray (importer) and evaluated and complaint was confirmed. Battery compartment was corroded due to battery leak. Readings are mmol/l not in mg/dl. Meter was working fine and suddenly turned off. After moving the batteries, meter was able to stay on. Audio function does not work properly. It cut off and sometimes doesn't work. After cleaning the battery compartment and battery prongs, meter audio started working properly. Meter readings are still displaying in mmol/l format, but the meter audio is saying mg/dl format. Meter sent to manufacturer for further evaluation. Apex (manufacturer) received and evaluated the subject meter. Investigation results indicated that: battery leakage leads to incorrect blood glucose unit. Incomplete audio and abnormal flashing on the lcd display are due to the poor batteries quality inserted into the meter. Meter reading displaying in mmol/l but the audio saying in mg/dl format is not confirmed. Meter displaying and audio is always consistent. (B)(4).

Event description:
Results are being displayed in decimals. Caller is calling in on behalf of her mother. Customer has an expression meter, owned three years. Customer inquired how to get the meter out of decimal mode. Readings from meter memory: 4.6; 6.8 and 11.1. (B)(4). Customer was instructed on the return label process. I informed the customer it may take 3-5 business days for delivery via ups. Please replace meter and send return label.